Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left breast implant saline mentor smooth round moderate profile 425cc, serial number 6436678-004 , catalog number 3501670. Manufacturer¿s reference number: (B)(4).

Event description:
T was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implant that the patient experienced left sided capsular contracture (baker grade IV) and right sided deflation/pain. Examinations were performed which confirmed the reported issue. As a result, the patient scheduled for bilateral removal and replacement on (B)(6) 2018. This report is for the right implant.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 4/27/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/16/2018, additional information indicated that the patient bilateral replacement devices were mentor silicon srf450cc. New information received on (B)(6) 2018 indicated that the date of explant is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary:t was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implant that the patient experienced left sided capsular contracture (baker grade IV) and right sided deflation/pain. Examinations were performed which confirmed the reported issue. As a result, the patient underwent bilateral removal and replacement with mentor silicon srf450cc gel protheses on (B)(6) 2018. This report is for the right implant. The device was received at mentor without fluid. White material was observed within the device. During initial examination a crease was observed on the anterior aspect. A rent was also observed within the crease, measuring approximately 0.3 cm. No other anomalies were discovered. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging.the complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record (DHR) of lot number 6425753 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. At this time is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet.pain was also reported, most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet.manufacturer¿s reference number: (B)(4).